Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability srnjr number: (B)(4), side: r, gender: f, non-revised mpo products related: product ID: kpontp29, product: advance® onlay all-poly, lot no.: 1926503 qty.: 1.